Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage to the back of the pump found on (B)(6) 2021. Missing segments due to moisture damage to the lcd glass. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to missing segments. Found moisture damage to motor assembly, electrical board 1 board and electrical board 2 board during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube, cracked battery tube threads, corroded motor home switch and cracked corner of belt clip rails. Customer returned pump for cosmetic damage to the back of the pump. Cracked battery tube, cracked corner of belt clip rails and cracked battery tube threads confirmed. Missing segments due to moisture on lcd glass. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on back side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.